Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that when an attempt was made to insert the stent delivery system (sds), it was noticed that the stent was not present and was still inside the sheath. No additional event or patient information is available.

Manufacturer narrative:
Product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood visible. There was contrast visible in the inflation lumen and in the balloon. The stent implant was returned taped to the stylet. There was blood visible on the stent implant. There were four struts in the first row of distal struts that were flared. There was no other damage noted to the stent implant. There were crimp marks on the balloon between the markers. The balloon was tightly folded. There was no other damage noted to the sds. The stent implant outer diameters were measured using a laser micrometer. The outer diameters of the distal end of the stent implant were oversized. These do not meet manufacturing criteria. The inner diameter of the flared end and the unflared end of the protective sheath were measured using a pin gauge. Product performance engineering reviewed the incident information and analysis of the returned sds. It was reported that prior to inserting the sds into the patient, it was noticed that the stent had dislodged and was found inside the protective sheath. There was no report of any damage noted to the device prior to being prepared for use. Analysis of the sds confirmed that the stent was dislodged and returned taped to the stylet. Crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent implant was originally positioned correctly and securely at the time of manufacture. The presence of contrast in the inflation lumen and balloon suggests that, at some point, positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent. This would cause the stent to become loose/flared and the outer diameter to be out of specification, facilitating stent dislodgement during removal of the protective sheath. The inner diameter of the protective sheath met manufacturing criteria. In this case, with the information provided, a conclusive root cause cannot be determined; however, there does not appear to be a product quality issue. A review of the finished device lot history record did not reveal any non-conformities. Additionally, a query of the complaint-handling database was performed and there have been no similar complaints reported with this part and lot number combination. This MDR is considered closed by the product performance group.